Manufacturer narrative:
The device was sent to the design facility in (B)(4) for an engineering investigation. Resmed will provide a follow-up report once the investigation is completed and the root cause is determined. There was no pt injury reported for this incident.

Event description:
It was reported to resmed that an s9 elite device caught on fire.